Event description:
It was reported that the during a knee scope, the high pressure sensor went off and the surgeon noticed the patient's calf was tight. The pump was stopped and a fasciotomy was performed to release the pressure of the patient's calf. The secondary incisions were closed up in 2008. No further patient information is available from the customer. This device is used for treatment.

Manufacturer narrative:
The device has been received and an evaluation in progress. A follow up report will be submitted upon completion of the investigation.